Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: event 1: material #: 2420-0007. Batch/lot #: 20093144. Event 2: material #: 2420-0007. Batch/lot #: 20096603. It was reported that the tubing separated from the blue and white piece which resulted in leaking. Verbatim: we have had several failure of the 98970 bd alaris pump infusion set.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-25. H6: investigation summary: one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. Investigation of the sample received showed that the tubing was separated from the lower pumping segment of the infusion set. A device history record review for model 2420-0007 lot number 20096603 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this failure was determined to be error in the assembly process. A trend for the disassembly issue has been identified for this product line. CAPA 1432807 was created to investigate this failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20093144. Medical device expiration date: 2023-09-09. Device manufacture date: (B)(6) 2020. Medical device lot #: 20096603. Medical device expiration date: na. Device manufacture date: (B)(6) 2020. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: event 1: material #: 2420-0007, batch/lot #: 20093144. Event 2: material #: 2420-0007, batch/lot #: 20096603. It was reported that the tubing separated from the blue and white piece which resulted in leaking. Verbatim: we have had several failure of the 98970 bd alaris pump infusion set.